Event description:
It was reported that there were air bubbles or gaps in the tandem mobi system, specifically in the cartridge and tubing, which persisted during pumping but not during the load sequence or tubing fill. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue and was able to resume insulin therapy, acknowledging and understanding the resolution.